Event description:
It was reported that the pt's battery cover came off of the neurostimulator and resulted in an infection. The lead and extension were removed. Further info is being requested from the hcp.